Manufacturer narrative:
Concomitant medical products:dtbb1qq crt-d, implanted: (B)(6) 2016.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for noise. The rv lead was exhibiting oversensing and short v-v intervals. The patient was admitted to the hospital, and the rv lead was reprogrammed. The rv lead was then explanted and replaced four days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.